Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the lvad coordinator that the pt previously had an external driveline repair and all alarms resolved after the repair. The pt recently experienced a driveline fault advisory alarm. The pt had been yard work, up and down on a ladder, and doing a lot of twisting and bending. The pt states he did not have a specific injury prior to his alarms. He was brought him into the hospital for observation and troubleshooting. One of our vad coordinators performed a system controller exchange and the driveline fault advisory alert became active again about 5 minutes later. The pt was silenced on the screen and the driveline fault advisory alarm again became active. The following day the manufacturer determined that a driveline repair was not required as the x-ray revealed a potential internal issue with the driveline. It was undecided at that point if the pt would receive a pump exchange due to the pt's age. The pt did however undergo a pump exchange on (b)(6 2014.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The lvad was returned for investigation. Electrical continuity testing was performed on the driveline and no discontinuities were identified; however, examination of the underlying wires within the driveline revealed a disruption in the insulation of the yellow wire approximately 8¿ from the pump housing and the conductors of the yellow wire were exposed. The remaining wires all showed evidence of abrasion in this area. The disruption of the yellow wire appeared to be the result of repetitive movement of the driveline in this area which caused abrasion to the wires as a result of rubbing against the braided shielding. There was no evidence of mechanical damage to the wires such as crushing or pinching. The yellow wire represents one of the wires of phase 1. The disruption in the wire insulation could have interrupted pump function as a result of the exposed conductors of the yellow wire potentially contacting the braided shield and creating an electrical short to ground if the patient were to be supported by the power module. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. The system controller returned as part of this event confirmed the reported event as the log file contained a driveline fault alarm; however, the system controller passed a full functional test and the investigation was unable to identify any correlation between the event and the system controller. A review of the lvad device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.